Event description:
The patient stated that she was hospitalized with high bgs between 600 and 700 mg/dl. The patient stated that she had eaten fast food, and immediately began experiencing high bgs and confusion. Troubleshooting was performed, and the pump had the wrong time and date programmed. Assisted with correct time and date. The patient didn't know if any other settings were correct or not. The pump passed the prime test. Advised the patient to speak with her hcp to get all of the pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.